Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to wound dehiscence and wound infection cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient also include dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, underlying cancer, and prior surgeries affecting skin integrity. Wound dehiscence was reported as an adverse event in the (B)(6) trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial 1% only. Wound infection is an expected event with device use and was reported as an adverse event in the (B)(6) trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial 1% and 1% in optune/tmz and tmz arms respectively.

Event description:
A (B)(6) female patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2019. On (B)(6) 2021, the patient was hospitalized for wound revision surgery with cranium hardware removal due to wound dehiscence last surgical resection (B)(6), 2018. Optune therapy was permanently discontinued. Lab cultures revealed pseudomonas aeruginosa and staphylococcus epidermidis. The patient was started on a 6 week course of intravenous antibiotics vancomycin, ceftazidime. On (B)(6) 2021, post-operative brain MRI demonstrated postoperative changes from prior right frontoparietal craniotomy with underlying gliosis; possible skin dehiscence but no fluid collections; and subtle signal abnormality of the craniotomy flap indicative of possible devascularization. The patient was discharged home on (B)(6) 2021. Per the prescriber, the events were related to optune therapy.